Manufacturer narrative:
.

Event description:
It was reported that during a lobectomy procedure, the staples were unformed. Another device was used to complete the case. There was no adverse consequence to the patient.